Manufacturer narrative:
UDI# (B)(4). The reported event was confirmed as visual examination of the returned packaging components confirmed the sterile blister packaging is cracked. The packaging design configuration was changed to address this issue, however, this product was manufactured prior to the design change. The device history record was reviewed with one unrelated anomaly / deviation identified. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon opening the femoral component it was noticed that the internal sterile packaging was damaged. No adverse events have been reported as a result of this malfunction.